Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 477 mg/dl and treated it with insulin pump. Customer stated her set was ripped out accidently and her blood glucose went high. Customer changed the set and everything was ok. The customer declined to trouble shoot. It was unknown whether auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.